Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported that since they had a lead revision performed they couldn¿t find a setting that worked for their back. The consumer was unable to feel stimulation in their back and instead felt it in their legs, sides, gut, ovary, or ¿whatever.¿ it was noted the manufacturer¿s representative (rep) worked on it during the revision for about an hour, and the healthcare provider (hcp) asked the consumer if they wanted them to just take the device out, but they said no. A few days prior to (B)(6) the consumer worked with the rep. Again for three hours, and then even lied down to see if they could get stimulation to their back, but instead stimulation went into their side and ribs. It was noted not only was stimulation in the wrong location, but it was too much and ¿terrible¿ mostly in their side and legs, but felt really bad on their side and made them feel kind of ¿pukey.¿ after meeting with the rep. They told the consumer to try this setting and come back in two weeks to try another one, but the consumer turned stimulation down to around one, but wanted to turn stimulation off, which they were able to do on the call so they were no longer feeling anything. The healthcare provider (hcp) later reported the consumer tried new settings in an attempt to resolve the consumer not having a setting for their back and too much stimulation, but ultimately ended up having a lead revision, but the cause of the issue wasn¿t determined. When the hcp was asked if the stimulation issues had been resolved they stated the consumer wanted the device removed.